Manufacturer narrative:
The company rep was unable to confirm the customer's report of a maintenance required code 2 (drive transducer offset failure), or that the unit had shut down. He did determine that there was excessive condensation in the fill lines. He purged the lines and replaced the condensate removal module (part number (B)(4)). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "maintenance required code 2" and the unit shutdown. The unit was replaced and therapy was continued. No pt injury was reported.